Manufacturer narrative:
As reported in a research article, patent ductus arteriosus rupture during percutaneous device closure: a case report. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: patent ductus arteriosus rupture during percutaneous device closure: a case report.

Event description:
The article, "patent ductus arteriosus rupture during percutaneous device closure: a case report", was reviewed. The article presented a case study of a male preterm neonate born at 27 gestational weeks, who previously underwent loop ileostomy for necrotizing enterocolitis, and had a patent ductus arteriosus with pulmonary hypertension. It was reported that on an unknown date on hospital day 88, a 5-4mm amplatzer duct occluder was chosen for off label patent ductus arteriosus closure. At time of procedure, the patient's weight was 2460g. The patent ductus arteriosus measured approximately 5.39mm at the aortic end and 2.22mm at the pulmonary end. During procedure, the patient experienced a sudden drop in heart rate, prompting device's release. An echocardiogram confirmed pericardial effusion and a decision was made to perform a pericardiocentesis with 25ml of bloody effusion drained. Active bleeding ceased after device placement. Chest x-ray taken upon transferring the patient to the neonatal ICU revealed signs of pulmonary hemorrhage. Patent ductus arteriosus rupture was suspected. In the following days, the patient's vital signs remained stable and patient status was reported discharged on hospital day 129. [The primary and corresponding author was jihye you, department of pediatrics, jeonbuk national university children¿s hospital, jeonju, korea, with corresponding email: shilanep@gmail.com].